Manufacturer narrative:
The device above elective replacement indicator (eri) was returned in one piece for analysis. The device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). No other anomalies were found. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 2017865-2024-60603. It was reported that the patient presented with pocket infection approximately one month post initial implant procedure of the implantable cardioverter defibrillator (ICD) system, including the right ventricular (rv) lead. It was suspected to be device related. The system was explanted. Patient condition was stable.